Event description:
Stapler would not release. Pt's chest had to be opened to repair torn pulmonary artery. Required 3 units of blood. Stapler had partially deployed, leaving sharp blade sticking up with staples jammed around it.